Manufacturer narrative:
The pump was received with unresponsive buttons due to moisture damage on the keypad traces. Unable to perform functional testing or verify failed battery test or battery out limit alarms due to the unresponsive buttons. No moisture damage was noted on the electronic assembly during visual inspection. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into salt water at the beach. Customer reported that when insulin pump was picked up from water, it was noticed that insulin pump was trying to delivery insulin. Customer removed insulin pump and removed battery. When customer attempted to put battery back in, a failed battery alarm was received and customer was not able to clear alarm due to keypad anomaly. Customer's blood glucose was 143 mg/dl. Customer was advised that insulin pump would need to be replaced.